Event description:
It was reported that an unspecified quantity of dispensing pins had clear residue on the pin itself. The residue was further described "more of an oil-based clear lubricant coating the product". This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event was discovered either on (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 03, 2022 - february 04, 2022. H10: one (1) opened and two (2) unopened samples were received for evaluation. Unaided visual inspection was performed which observed a thin layer of silicone liquid between the inlet spike and the cap of the opened and unopened samples. This is not considered a defect as medical grade silicone fluid is required by this product for proper assembly and functionality and no excess silicone was observed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.